Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) due to having syncope and pauses. The device was not able to be interrogated. Review of latitude data found this device is in safety mode. Additionally, it was suspected that the battery is depleting faster than expected. It was noted that the leads became unipolar. When the patient would move their arm around, the device was inhibiting pacing. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) due to having syncope and pauses. The device was not able to be interrogated. Review of latitude data found this device is in safety mode. Additionally, it was suspected that the battery is depleting faster than expected. It was noted that the leads became unipolar. When the patient would move their arm around, the device was inhibiting pacing. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.